Manufacturer narrative:
The initial medwatch submitted by the hosp identified the device as a g1 generator, but it was later confirmed through correspondence with the hosp during the course of gyrus' investigation to be a g3 generator. Neither the hosp nor any medical professional has suggested that the g3 workstation or accessories caused or contributed to the adverse event. Community hosp discarded the disposable accessory after the tonsil surgery. Community hosp has refused gyrus' request to evaluate the generator or observe a third party's evaluation of the generator. Based on gyrus' investigation to date, there is no evidence of a malfunction or defect associated with the reported device or accessories used. Accordingly, the MDR is being filed in an excess of caution.